Event description:
Customer reported three incidents of leakage at the filter air vent. Reportedly, two incidents occurred during pt use and one during priming. One of the drugs that leaked was an investigational drug and another one was chemo drug called taxol. There was no report of injury or medical intervention required as a result of the reported condition.